Event description:
(B)(4). After the procedure (within 2 weeks and since that period), I have experienced profoundly heavy bleeding during my menstrual cycles. During the first two days of each cycle, I cannot even stand up because the blood is equal to that of a miscarriage. In addition, I suffer from severe and frequent migraines (at least 6-7 per month). I have also suffered severe bloating and despite weight loss, my stomach distends as if I am 5 months pregnant, which did not occur with any of my five pregnancies.